Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in an attempt to manually crush a stone. However, the basket wire broke. The basket was pulled out and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in an attempt to manually crush a stone. However, the basket wire broke. The basket was pulled out and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the basket was in good condition with the tip attached. There is no evidence of a wire broken. Dimensional inspection observed the side car rx was pushed back out of specification. Functional test was performed and the basket was able to open and close without resistance. The reported event of basket wire break was not confirmed. Based on all available information, the investigation finding of side car rx pushback and torn may have been a consequence of manipulation, technique used, tortuosity or the patient's anatomical conditions confronted during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.